Manufacturer narrative:
No further investigation was needed for this incident in which the device (B)(4) was involved. The root cause is that the patient was placed out of range of the robot arm to perform the automatic scan. Corrected data: report type; date received by manufacturer. No further investigation needed.

Manufacturer narrative:
The device has not been evaluated yet for investigation. Once the evaluation will be performed, a follow-up medwatch report will be submitted

Event description:
During contactless registration, automatic scanning of the patient forehead would not initiate. Patient was re-measured and found to be >70 cm away from rosa arm. Patient position was corrected, and contactless registration was repeated. Again, an error occurred and the patient¿s forehead could not be scanned automatically. Patient was re-positioned and was changed the angle of the patient¿s face slightly and the surgeon was able to proceed with normal registration and implantation.